Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedances and thresholds for the past five years. It was confirmed via x-ray that the lead was fractured near the device header. The lead was surgically abandoned and replaced without incident. No adverse patient effects were reported.